Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Evaluation summary (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that during the implant attempt, the physician was unable to attach the lead in a good position. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.